Manufacturer narrative:
(B)(4). Batch # n54g7n: the analysis results found that the tlc10 device was received with the anvil tip partially detached, and with a cartridge reload not loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the damage on the anvil tip of the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open hepatectomy, some of deployed staples were unformed at the first firing. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.